Event description:
An elective explant of an evoke spinal cord stimulation (scs) system was performed. The patient had been implanted for approximately 13 months and during this time the patient reported pain relief for their radicular symptoms but discontinued using the evoke scs system due to progressive pain in their lower back. The evoke scs system was confirmed to be functioning as intended prior to the explant. It was noted that the patient was considering alternative surgical interventions to address the underlying scoliosis.